Event description:
A customer reported obtaining erroneous results for glucose (glum) and other modular chemistry (mc) analytes on a unicel dxc 800 synchron system. The customer was only able to retrieve and provide results for glucose (glum) for one patient. Repeat testing yielded lower results of glum. Initial results were not reported out of the laboratory; thus, did not affect patient diagnosis or treatment.

Manufacturer narrative:
Controls were run before and after the incident. The customer stated that calibration and controls that were run after the incident were in range but low. A field service engineer (fse) was dispatched to evaluate the instrument. The fse found the modular chemistry (mc) sample probe plugged. The fse replaced the sample probe and sample syringe. The fse calibrated all mc chemistries and performed a quality control run. All controls for serum and urine recovered within range.